Event description:
It was reported that the patient was experiencing a charge burden. The patient underwent a revision procedure wherein a new pocket was created and the old ipg was replaced with MRI conditional device. The patient was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.